Event description:
After a pm cycle performed by an asp trained hospital biomed, it was reported that the sterrad 100s unit was emitting oil mist. The customer stated that there have been no reports of human reaction due to the oil mist.

Manufacturer narrative:
The customer states that the sterrad 100s unit is not functional yet. He has arranged for an asp field service engineer (fse) to test the unit onsite. If any additional information is provided after the fse tests the unit, it will be sent in a supplemental report.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis, and . The DHR (device history review) for sterrad 100s system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze / oil mist failures trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. The shuma (system hazard use misuse analysis)was considered "as low as reasonably practicable" (alarp). There were no parts returned for investigation of the report of unit emitting haze. The facility biomed who serviced the unit stated that the oil mist issue was due to an old catalytic converter in the system. The catalytic converter was replaced in order to mitigate the issue.